Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer tried to load the clip, jaw was not opened appropriately, hence clip was jammed at the jaw.

Event description:
It was reported that the customer tried to load the clip, jaw was not opened appropriately, hence clip was jammed at the jaw.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot#: 73d1900536 was manufactured on 04/22/2019 a total of (B)(4) pieces. Lot was released on 05/02/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the first clip protruding slightly from the channel. The sample appears used as there is biological material present on the device. Reference file: (B)(4) for I nvestigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are likely intact. However, the ratchet sound that was heard seemed softer than usual. The first clip was able to load properly and was succesfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was disassembled to inspect the internal components. The ratchet was bent indicating that the sample was returned with its trigger slightly engaged and as a result, it was damaged during the decontamination process. The damage to the ratchet explains why the ratchet sounded softer upon engaging the trigger. The decontamination process could have also caused the first clip to protrude slightly from the channel. No further damages were found. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Since the remaining clips were able to fire properly, there were no functional issues found with the returned sample. Reference file: (B)(4) for investigation photos. The IFU for this product: l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip is jamming" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as all remaining clips were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing. The device was received with 10 clips remaining in the channel indicating that the end user fired 5 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.